Event description:
An x-ray revealed that the atrial lead dislodged. The patient's condition was - good - before and after the event. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.